Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient was feeling sick and weak, and the cgm reading was 200 mg/dl. The patient also started to experience nausea, vomiting and the patient passed out in the bathroom. An ambulance was called by the patient´s fiancé, and when the paramedics took a fingerstick, the blood glucose reading was too high to be able to show a value. The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 200 mg/dl, and the blood glucose reading was 680 mg/dl. The patient was treated with intravenous insulin, and fluids with electrolytes and potassium, and blood work was done. The patient was discharged after spending 10 days at the hospital, and the blood glucose reading was 132 mg/dl at that time. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.